Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. To resolve the reported issue, the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer had a bad memory module due to the memtest showing errors. Once new memory modules were installed, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while navigating in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. The site restarted the navigation system to have a "no input detected" message appear. Following the third restart, the functionality temporarily returned. However, the system became unresponsive again. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.